Event description:
I am a retired physician on a respironics dreamstation avaps30 bipap machine with 3l of oxygen, for a neuromuscular disease. First dreamstation delivered on (B)(6) 2018, model dsx1130h11c, sn: (B)(4). Over that 28 month time, I noticed intermittent odors, occasionally very strong requiring removal of mask. I consulted rt at (B)(6) several times to discuss the issue. Recommendations at that time were more frequent cleaning of tubings, mask etc. When the odors became worse however, I was able to convince (B)(6) to exchange machines. On (B)(6) 2020, (B)(6) delivered a replacement, respironics dreamstation avaps model dsx1130h11c, sn: (B)(4). Machine had occasional odors, which flushed out after letting machine run for approximately 15 minutes prior to use. Also occasionally I had to remove the mask at night, secondary to odors. On (B)(6) 2021 received letter from respironics regarding recall. Same date I registered the above machine with respironics online recall. On (B)(6) 2021 notified (B)(6) by phone, but no new machines available. Also that date notified my physician's sleep center. On (B)(6) 2021 the sleep center recommended a bio filter at this time, since I could not stop the apparatus with my diagnosis. They recommended changing the bio filter monthly, however it was getting gray so I changed more frequently. On (B)(6) 2021, I was awaken at 2:30am with a strong burning smell of smoke. I ripped off my mask, and actually checked my home and went outside to check for a fire. Returning to my bedroom, it was apparent that it was the respironics bipap machine. The bio filter was dark gray and was only a couple of days old. I am off that machine and presently using an older subpar bipap avaps machine, while awaiting a replacement. FDA safety report ID # (B)(4).